Event description:
It was reported that during an implant procedure, the guidewire was unable to be removed from the left ventricle (lv) lead. The physician elected to not used the lv lead and a new lead was replaced. Subsequently, the new lv lead also showed resistance and was unable to be removed from the guidewire. Hence, the physician decided to cut the guidewire and kept the part of the guidewire inside the lv lead to complete the procedure safely. The replacement lv lead was implanted successfully. The patient had no consequences throughout the procedure.